Event description:
While instrumenting synfix-lr case for alif, the iliac vein was compromised. The synthes cortex opener for synfix-lr was used without the aiming arm, along with a competitor's device (anterior lumbar retraction system). The surgeon believes the retractor may have compromised the vein, not the synthes cortex opener. The surgeon repaired the vein and was able to complete the procedure without further incident to the pt.

Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned.